Event description:
This unsolicited device case was rec'd from united states on (B)(4) 2014 from an orthopaedic specialist. This case is cross referenced to (B)(4). This case concerns a (B)(6) old female patient who developed bilateral knee effusion after receiving treatment with synvisc one injection. No relevant past drugs were reported. The patient's medical history was significant for hyperlipidemia and gastro-oesophageal reflux disease. Concomitant medications included omeprazole (prilosec) and simvastatin. The patient did not have any allergies. On (B)(6) 2013, the patient rec'd treatment with synvisc one injection (route, dosage regimen: not provided, batch/lot number: p1309 and expiration date: feb-2016) into both knees for degenerative joint disease. On (B)(6) 2013 (one day post synvisc one injection), the patient developed bilateral knee effusion following which her knees were aspirated the same day (amount of fluid aspirated was unknown) and synovial fluid was sent for analysis which did not reveal any infection, gout or "lyme". The same day, she was given a cortisone injection as a treatment. Action taken: permanently discontinued. Corrective treatment: cortisone injection and knee aspiration. Outcome: recovered/ resolved (date not provided). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.